Event description:
It was reported that during an unknown procedure, endopouch bag split upon retrieving specimen. Small remnant of bag could have remained in abdomen. No patient consequences reported yet.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure type? Were there any difficulties deploying the bag? What specimen was being removed from the patient? Was pouch removed through trocar or through abdominal port site? Were there any difficulties deploying the bag? What other instruments were used during procedure? Were any heated instruments used? Was there any change to the procedure or post op care of the patient related to piece breaking off of the pouch? Are there plans to retrieve piece left in patient? What is the current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2024. D4: batch # a9d080. Additional information was requested and the following was obtained: "I have not heard of any other patient consequences from the mater team" investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was received fully deploy. The suture and the bag were not returned for analysis. It could not be determine what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.